Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included fatigue, alopecia, weight gain, difficulty sleeping, headache, iron deficiency anemia, depression, hypothyroidism, tobacco use disorder, obesity, penicillin allergy, latex allergy, migraine, cholecystitis, pancreatitis, varicella, d & c, dysfunctional uterine bleeding, nausea, menometrorrhagia, dysmenorrhea, ovarian cyst drainage, vaginal bleeding, perineal pain, bipolar disorder and left lower quadrant pain. Previously administered products included for an unreported indication: melatonin, zoloft, etodolac, minoxidil, depo-prover, erenumab, amitriptyline, ibuprofen, oxycodone and dutasteride. Family history included coronary artery disease. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal area- right and left") and complication of device removal ("complications from your essure removal procedure : unable to remove one of the implants"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2013, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, endometriosis and complication of device removal outcome was unknown and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, endometriosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013 4 coils noted exterior left side as well with 2 coils noted exterior lot number:a57119 manufacturing date:2012-10 expiration date:2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included fatigue, alopecia, weight gain, difficulty sleeping, headache, iron deficiency anemia, depression, hypothyroidism, tobacco use disorder, obesity, penicillin allergy, latex allergy, migraine, cholecystitis, pancreatitis, varicella, d & c, dysfunctional uterine bleeding, nausea, menometrorrhagia, dysmenorrhea, ovarian cyst drainage, vaginal bleeding, perineal pain, bipolar disorder and left lower quadrant pain. Previously administered products included for an unreported indication: melatonin, zoloft, etodolac, minoxidil, depo-prover, erenumab, amitriptyline, ibuprofen, oxycodone and dutasteride. Family history included coronary artery disease. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal area- right and left") and complication of device removal ("complications from your essure removal procedure : unable to remove one of the implants"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2013, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, endometriosis and complication of device removal outcome was unknown and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, endometriosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013, (B)(6) 201 4 coils noted exterior left side as well with 2 coils noted exterior. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: lot number, medical history, historical drug, family history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal area- right and left"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2013, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower was resolving and the genital haemorrhage and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, endometriosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-nov-2020: pfs received. Events " reproductive system disorder or condition type of disorder or condition: endometriosis, lower abdominal pain" were added. Outcome of event pain was updated as recovering. Reporter information was added. Date of insertion was updated. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal area- right and left"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2013, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower was resolving and the genital haemorrhage and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, endometriosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury nos replaced with event pelvic pain/chronic, general abnormal bleeding and abdominal pain. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal area- right and left"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2013, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the genital haemorrhage and endometriosis outcome was unknown and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, endometriosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2021: pfs received. Event outcome for pelvic pain was updated from recovering / resolving to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal area- right and left") and complication of device removal ("complications from your essure removal procedure : unable to remove one of the implants"). The patient was treated with surgery (essure removed by salping. (Bilateral) on (B)(6) 2013, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, endometriosis and complication of device removal outcome was unknown and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, endometriosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: pfs received : events "complications from your essure removal procedure : unable to remove one of the implants, plaintiff did not underwent essure confirmation test" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.